Manufacturer narrative:
Sorin group (B)(4) manufactures the d901 lilliput new born hollow fiber oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group was informed that there was a blood leak from the gas outlet of the oxygenator during a procedure. It was determined that the oxygen transfer was reduced so the clinician raised the fraction of inspired oxygen and elected to complete the procedure with the oxygenator. The patient was given antibiotics to prevent infection. It was reported that there were no patient consequences.